Manufacturer narrative:
Visual inspection of the device showed that the shuttle cartridge was engaged to the handle. The procedural sheath and the sealant were not returned with the device. The shuttle cartridge and the procedure sheath were able to move freely on the catheter during the investigation. No resistance was felt. The catheter and shuttle cartridge were inspected for anomalies. No anomalies were observed. Based on the information provided and the investigation performed, the reported event could not be confirmed and the root cause could not be conclusively determined. The review of the lhr (f1511901) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
The following information was reported: the mynx failed to deploy correctly. Manual pressure of 30 minutes or less was held to achieve hemostasis.